Event description:
It was reported that the "pump heats up". There was no reported impact on the customer¿s blood glucose level. The customer declined further troubleshooting, and no additional actions were required.